Event description:
Tbm states when you tilt the chair, the right side gear rack is lower one side than the other side, the left and when it catches it is noisy. Tbm states the gear teeth catches to the frame of the chair and the paint is chipping. Tbm states the chair has not been with an end user. No further information provided. Tbm states he has emailed photos to (B)(6) product managers for further review.